Event description:
It was reported that a patient underwent a sling procedure. Immediately postoperative, the patient experienced inner thigh pain and inguinal pain that was more severe than the physician had expected. The area was tender at rest and with movement and tender to touch. The pain had continued and as there was no immediate improvement, the patient was evaluated by neurosurgeons. An MRI showed no specific findings. Pain medication was prescribed for the patient. The patient was scheduled for a follow up appointment with the physician on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Pain occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.